Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain due to cup loosening. Litigation papers received. The lawsuit alleges the pt had elevated metal ion levels, excess metals in her bloodstream and pain. The femoral head has been added to the complaint.